Event description:
Medtronic received a report that when trying to advance the pipeline through the hemostatic valve, resistance was felt when passing through the accentuated curve at the level of the left carotid in the segment of the posterior communicating artery precisely where the neck of the aneurysm was located. The diverter in the middle cerebral artery begins to deploy without a problem when reaching the curve and the pipeline did not open in the middle. The doctor made maneuvers to charge the system in order to stimulate the opening of the pipeline but was unsuccessful. After the pipeline still failed to open in the middle section, the device was removed. The pipeline was not positioned in a bend. The pipeline was more than 50% deployed when it failed to open and was resheathed less than or equal to 2 times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured left posterior communicating (pcom) artery aneurysm with a max diameter of 10mm and a 7mm neck diameter. The landing zone artery size measurements were 3.5mm distally and 5.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered and the patient was receiving platelet reactivity units (pru) in the form of 75mg clopidogrel and 100mg acetylsalicylic acid. The post procedure angiographic result showed no signs of vasospasm or thrombi and the remaining neck of the left posterior communicating cerebral aneurysm was visualized.   Ancillary devices include a phenom 27 microcatheter and an avigo guidewire.

Manufacturer narrative:
E: facility was not reported by region.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield outer carton. The pipeline vantage shield pusher was returned outside the phenom 27 catheter. Damage location details: no bend found on the pipeline vantage pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter was measured to be within specification. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. In addition, the pipeline vantage shield was not confirmed to have resistance in catheter and as no defect was found with pushwire and phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.